Manufacturer narrative:
This report is submitted on june 1, 2020.

Event description:
Per the clinic, the patient experienced dizziness which was treated with oral steroids. The implant remains in-situ.